Event description:
The customer contact reported a whitescreen error. On an unspecified date and time, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. On (B)(6) 2013 at approximately 1031, it was reported that the nurse found the device displaying a whitescreen. No specific event details were provided. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.